Manufacturer narrative:
According to the facility's initial reporter, she believed that it was not a problem with the lift, but with the operator not checking to see if the loops were on before lifting the patient. The lift involved was not manufactured by medcare products, but by medcare llc (an unrelated company) whose assets were purchased by medcare products. Medcare's sales representative went to inservice the facility and brought rubber stoppers to put on the lift hanger bars to help loops stay on.

Event description:
Patient was being transferred from the toilet to bed using a medcare patient lift. As the patient was being lifted, one of the loops of the sling came off the hook. The patient fell to the ground and suffered small lacerations to his head and lip.